Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm approximately five years ago. Vessel morphology from the time of implant is unknown. It was reported that the aortic neck is 21 mm in diameter at level of the lowest renal artery and 20 mm below the renal artery the aortic neck measures 26 mm in diameter with a length of 25 mm and mild angulation. A recent CT scan demonstrated that the stent graft migrated 10 mm distally with a proximal type I endoleak present. The stent graft migration was attributed to disease progression with aortic neck dilatation. Currently the aneurysm is 7 cm in diameter. No intervention was performed and the patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, stent graft migration); patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition.

Event description:
Additional information was received for this case. The patient presented for a routine follow up appointment. Vessel morphology is reported as continuing disease progression. The recent angiogram revealed that the stent graft is 12 mm below the renal arteries, there is a kink in the stent graft at the flow divider, a type iii endoleak, fabric at the location of the kink at the flow divider, and a type ii endoleak. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: kink. Anatomy related; disease progression, type ii endoleak and conical thoracic neck.